Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disconnected from the safety cap prior to being fully withdrawn. The following information was provided by the initial reporter: "while removing the needle from the cannula, it disconnected at the grey safety-cap end of the needle, and came away, leaving the needle head exposed. It is reported that the needle disconnected prior to being fully withdrawn."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received a tip shield, washer, and opened packaging. The tip shield was received without a needle confirming that the tip shield failed as its purpose it to contain the needle tip once retraction has occurred. The defect of tip shield failure was confirmed. The washer was found to be within specification and no damage or deformation to the tip shield was found. As the cannula was not returned, a specific root cause could not be confirmed. However, this type of defect is very unlikely to originate during use of the product; therefore, the defect is most likely related to manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle disconnected from the safety cap prior to being fully withdrawn. The following information was provided by the initial reporter: "while removing the needle from the cannula, it disconnected at the grey safety-cap end of the needle, and came away, leaving the needle head exposed. It is reported that the needle disconnected prior to being fully withdrawn."